Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed sensing issues and under sensing on atrial channel at presenting electrogram (egm). The patient has been in atrial fibrillation (af) and the fibrillation waves are smaller than the sinus p waves. Programming options were recommended, and more analysis was recommended to confirm ra lead location. Additional information was received from the field representative mentioning that atrial lead sensitivity was increased, no x ray analysis was completed and intermittent under sensing of fibrillation waves resulting in atrial over pacing persisted. The patient continues with routine follow up remotely and in office as prescribed by facilities protocol. Both ra lead and pacemaker remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed sensing issues and under sensing on atrial channel at presenting electrogram (egm). The patient has been in atrial fibrillation (af) and the fibrillation waves are smaller than the sinus p waves. Programming options were recommended, and more analysis was recommended to confirm ra lead location. Both ra lead and pacemaker remain in service. No adverse patient effects were reported.